Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant healing abutment lot# 6107973 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant healing abutment lot# 6107973 and found no additional product in stock. Investigation methods/results: the reported product has not been returned to date therefore an analysis of the physical product could not be performed. Root cause description: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the abutment during the initial placement which may have caused a fracture. Additionally, it is unclear the methods of abutment placement used during the installation and the insertion torque value. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the healing component placement section: "option 1: healing abutment - if observing a single-stage surgical protocol, select a healing abutment of the appropriate height and diameter. Thread the healing abutment into place atop the implant. Hand-tighten with the appropriate prosthetic driver." The manufacturer's internal reference number is: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 39-year-old male patient presented to his (B)(6) office. The patient originally underwent implant placement using a hahn tapered implant after immediate extraction on (B)(6) 2025 at tooth position #13. On (B)(6) 2025, the patient presented, and the doctor discovered that the healing abutment fractured and separated in the implant. An attempt was made to retrieve the component using a screw retrieval kit; however, the screw fragment could not be removed. It was reported that the doctor was unable to retrieve the fractured screw from the internal implant threads. The implant integrated well. The event occurred after healing abutment placement. It was reported that the implant is still in place, and that it will be removed. The opposing arch is natural teeth. There is no information regarding patient symptoms, permanent injury, additional medical or surgical procedures.

Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).